Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and fatigue. Suspected atrial under-sensing and ventricular sensed beats, with atrial rates appearing faster than ventricular rates, was noted on current electrograms (egm). The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.